Manufacturer narrative:
(B) (4). The device was received. Investigation is not complete. (B) (4)

Event description:
Device issue: no marking. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a common femoral artery after an unspecified procedure. Reportedly, no arterial flow was seen through the marker lumen. The device was removed and re-flushed and re-inserted into the artery; however, no arterial flow was seen. Hemostasis was achieved placing a sheath in the artery and removing later in the evening. There were no reported patient adverse sequelae. No additional information was provided.